Manufacturer narrative:
(B)(4) (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient has been scheduled for left knee arthroplasty revision procedure due to unknown post-operative complication on bearing.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. No devices were received; therefore the condition of the components is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left knee arthroplasty on unknown date. Subsequently, the patient was revised due to implant wear. No additional information is available.